Manufacturer narrative:
The revision date has not been planned yet. Once the rebushing surgery is performed, a supplemental report will be submitted with the results.

Event description:
It was reported that rebushings will be required to be done in order to restabilise the custom distal femoral replacement implant and to prevent wear in the actual metal. The surgery date has not been planned yet and the patient will be assessed after 6 months before proceeding to a rebushing revision. At this point the surgeon just wished to ensure the right rebushings were available. (B)(4).

Manufacturer narrative:
Rebushing is an anticipated event over the lifetime of an orthopaedic implant, consisting of the replacement of poly components which are susceptible to wear, such as bearings and bushings, in addition to the axle and related retaining mechanisms. The implant has been in-situ for 29 years and the last rebushing was carried out 22 years ago. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore implants worldwide will continue to monitor for trends. Correction: device name corrected from custom distal femoral replacement implant to custom distal femoral replacement implant (stanmore knee).

Event description:
It was reported that rebushings will be required to be done in order to restabilise the custom distal femoral replacement implant and to prevent wear in the actual metal. The surgery date has not been planned yet and the patient will be assessed after 6 months before proceeding to a rebushing revision. At this point the surgeon just wished to ensure the right rebushings were available. This is a supplemental report to 3004105610-2016-00003 ((B)(4)).